Event description:
It was reported that during the implant attempt, the atrial lead exhibited deteriorated sensing, and was found to have dislodged. The lead was repositioned. The following day, the lead exhibited intermittent capture, and the patient complained of a strong pulsing when atrial paced. The left ventricular (lv) lead also exhibited diaphragmatic stimulation. The atrial lead was explanted and replaced, and the lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and the proximal conductor appeared distorted. Blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut, and the lead exhibited apparent explant damage.